Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level between 300 to above 600mg/dl. Customer was treated with manual injection. Customer¿s current blood glucose was below 160 mg/dl. Customer declined troubleshoot for high blood glucose. Insulin pump passed high pressure test. The insulin pump will not be returned be for the analysis.